Manufacturer narrative:
Full UDI number: (B)(4). Visual evaluation shows a broken screw boss on left plunger case. Functional testing confirms the reported failure mode is confirmed. The force sensor and plunger cable were not operating as intended. The cause for this event is unknown. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the pump alarmed system failure force sensor test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.